Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿since (B)(6) 2017¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient reported having three episodes of peritonitis over the course of the last five months with no further detail provided. On an unreported date, the patient began treatment for the peritonitis with unspecified anti- inflammatory drugs (doses, frequencies, and routes were not reported). At the time of this report, the patient was recovering from the event. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal therapies were ongoing. No additional information is available.